Event description:
Customer reported receiving a button error alarm on the insulin pump during a bolus and the customer was unable to clear it. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.